Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to multiparity w/ stress incontinence, anterior wall prolapse w/ a transverse defect, stress urinary incontinence and menorrhagia along with concurrent vaginal hysterectomy, cystourethroscopy, left urethral catheter placement and removal. It was also reported that following insertion the patient experienced pain, infection, pelvic mass and hydronephrosis with hydroureter. It was further reported that the patient underwent excision of sling on (B)(6) 2007 due to mesh erosion and mesh protruding through vaginal wall. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent vaginal drainage of pelvic abcess and cystourethroscopy on (B)(6) 2008 by dr. (B)(6) due to recurrent pelvic abscess. It was reported that the patient underwent exploratory laparoscopy, lysis of adhesions, and cystourethroscopy on (B)(6) 2008 by dr. (B)(6) due to recurrent pelvic abscess. It was reported that the patient underwent drainage of vaginal cuff abscess with interpulse irrigation on (B)(6) 2008 by dr. (B)(6). It was reported that the patient underwent vaginal hysterectomy, vaginal vault suspension, mid-urethral sling with tvt, and cystourethroscopy on (B)(6) 2008 by dr. (B)(6) due to anterior vaginal wall prolapse with a transverse defect and stress urinary incontinence.